Event description:
It was reported that this right ventricular (rv) lead was damaged during generator change out and outer conductor fracture was suspected. Also, the lead exhibited pacing lead impedance of more than 3000 ohms with lead noise bipolar. The unipolar pacing and sensing were reprogrammed. To date, the lead remains in service. No adverse patient effects were reported.